Event description:
It was reported that a stylette was caught in the lead, and when the physician pulled it out, it had damaged the lead. The lead could not be salvaged as it "fell apart". The lead was replaced perioperatively. It was indicated that the damaged/replaced lead had no impact towards the pt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.